Event description:
The pt was revised because of pain and lysis.

Manufacturer narrative:
**Update** 11/18/2012 - patients medical records were received from legal. The complaint has been reopened. There is no new information that would change the existing MDR decision. Additional medical records are available on the external hard drive if needed. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and implant sticker sheet received. In addition to what were previously reported, ppf alleges loosening of the cup and stem, bone and implant fracture, metal wear, metallosis, and elevated metal ions. An unknown hip implant was added due to alleged component fracture since it is not known which implant fractured. The stem, cup and sleeve were added as well. Doi: (B)(6) 2003; dor: (B)(6) 2010; left hip.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.